Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled,""primary total hip arthroplasty in severe developmental dysplasia of the hip. Ten-year results using a cementless modular stem"" written by leela c. Biant, bsc(hons), frcsed (tr & orth),warwick j.m. Bruce, faortha, joseph b. Assini, bsc, peter m. Walker, faortha, and william r. Walsh, phd published by the journal of arthroplasty vol. 24 no. 1 2009 accepted by publisher 23 december 2007 was reviewed. The article's purpose is to report the average 10-year clinical and radiographic results of 28 hips with crowe iii or IV developmental dysplasia of the hip. Depuy products utilized: srom stem (and augment/sleeve), various cups including ztt, duraloc, transcend, option, various bearings of zirconium-on-poly, alumina-on-poly, and ceramic-on-ceramic. The article provides generalized adverse events and also 3 patients with identifiers which are captured on linked complaints." This complaint captures a (B)(6) year old female who received a hip tha with metal-on-poly bearing surfaces and required a revision due to poly wear and cup loosening 6 years post op and received a liner and cup revision. No information if screws were utilized to fixate initial cup implantation.